Event description:
The iolmaster 700 was originally prompting error 1020. A zeiss field service engineer resolved that issue, but during the checkout, he noticed that the reference values in the logs do not match the test eye values. Further evaluation revealed a discrepancy in axial lenght (al) measurement of +0.097 mm. This corresponds to a deviation of up to -0.5d in surgical outcome. The customer confirmed there has not been any negative impact to any patient such as lens re-implantation due to deviation.